Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06379. It was reported the patient experienced pain at both ipg sites. Surgical intervention took place wherein both systems were explanted to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing pain at the ipg site. The patient tried pens to no avail. The patient was considering having both ipgs explanted. It was reported surgery took place on (B)(6) 2022. The entire system was explanted to include both ipgs. There were no complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.